Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00087. A follow-up is being generated is missing in the medwatch report. In addition a new complaint of (B)(4) was generated as additional follow-ups could no longer be generated in the old system.

Event description:
Customer reported that: "patient reported a clicking sound from the valve, and it had to be explanted. Surgeon would like to have the valve evaluated to see if it is working properly. No replacement requested". Sales rep. Believes that the valve that was explanted is p/n 82-3162; however, is not completely sure. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00087. A follow-up is being generated, is missing in the medwatch report. In addition a new complaint of (B)(4) was generated as additional follow-ups could no longer be generated in the old system.